Event description:
Pt hospitalized for hyperglycemia. Pt reported elevated bg following change of infusion set. Repeated boluses did not reduce bg. Pt went to ER and was given IV insulin drip. Next day bg down and pt placed back on insulin pump.